Event description:
According to the reporter, prior to a procedure, while preparing the device, the system continued to calibrate the adapter with an error sound for about 30 seconds. After that, it was connected normally. The opening/closing operation was possible; and the display showed, the handle, adapter, and reload were all displayed in green. However, when the green button was pressed, it did not light up. Therefore, firing could not be done. A second shell and a second adapter were used with the same handle, but the same issue occurred. A second handle and a third shell were then used with the same second adapter and initial reload to resolve the issue. Afterwards, when the device was inspected, the issue same occurred. But, when the jaws were closed, the green button was able to light up. The user then tried firing the device in a sponge. After firing, the jaws did not open and the knife did not return. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell2, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6). I - unknown egia tri staple, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing noted abnormalities during adapter and reload calibration. The handle had 212 of 300 procedures remaining. The handle was noted to be running v29.6 software. Calibration turns errors were also noted in the data stored on the handle. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the system continued to calibrate the adapter with an error sound for about 30 seconds. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that when the green button was pressed, it did not light up, firing could not be done, the jaws did not open and the knife did not return. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: unexpected resets. Functionally, there were several unexpected resets present in the data saved to the handle. An evaluation of the system data which indicated that while on the charger the system performed an unrequested reset. The following initialization showed that the device initialized, and was placed on a charger. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.